Event description:
Customers alleges that the head section of the bed is going down by itself very slow (drifts).

Manufacturer narrative:
Technician replaced up down valve solenoids in the head section to resolve the issue.